Manufacturer narrative:
Customer called the olympus technical assistance center (tac) about reprocessing the scope and reported the facility had used it already. The customer said that they were not educated on the cleaning of the scope. The endoscope was reprocessed following use, and the customer reported the endoscope was not reprocessed after use. The customer was informed not to use the scope until a initial reprocessing in-service and advised them to schedule one asap. The customer was also informed to avoid using the scope again prior to the in-service. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for evis exera iii gastrointestinal videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scopes were being reprocessed incorrectly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility in question. The event can be detected/prevented by following the instructions for use which state: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.